Manufacturer narrative:
Correction: "study" should also be marked for g2.

Event description:
New information noted that the issue resolved without sequelae.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that patient presented to emergency department experiencing swelling at pocket site. Chest ultrasound was performed and showed complex fluid along left pacemaker site. No intervention was reported. Patient condition was stable.